Event description:
It was further reported that the impella pump was stuck in the papillary since implant. There had been no CPR performed and no patient anatomy or movement issues observed. Repositioning attempts were made with no success in resolving position issue. Also, patient had ongoing hemolysis since implant necessitating pump removal.

Manufacturer narrative:
The investigation for the reported limb ischemia, positioning issues, and hemolysis has been completed. No product was returned for a visual inspection. Data log was reviewed, suction alarms and few impella in aorta alarms observed. According to the clinical, on the first day of impella cp support the patient began to develop signs of ischemia in both distal limbs. The physician noted that they had been aware the pump would be occlusive to the leg before they placed it. An attempt was then made to resolve the limb ischemia successfully. Pump was stuck in the papillary muscle of the mitral apparatus since implant and repositioning was unsuccessful. The cause of the positioning issues was most likely use related per clinical. The cause of the hemolysis issue was most likely improper positioning of the device. The root cause of the limb ischemia could not determined without additional clinical details. The instructions for use for the impella cp with smart assist system in section: potential adverse events (united states) states, "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)". Added: b1: checked product problem, b5: added additional narrative., h6 clinical code 1886, h6 med dev prob code 3009 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 58-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the cp was placed despite knowledge of the delivery would cause limb ischemia. The team left in the 14 french (fr) sheath so that distal perfusion could be placed. The limb perfusion was placed, and sheath flushed every hour. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.